Event description:
According to the report "after retrieving the specimen with endo catch bag, dr henderson noted a black piece of metal inside the cannula port and a piece of plastic inside the pelvic cavity. Both metal and plastic were retrieved without incident."